Event description:
It was reported that a lead warning was triggered for low impedance. It was also reported that during interrogation, the lead had high impedance and the unipolar impedance was higher than the bipolar impedance. It was later reported that the lead also had an apparent fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.